Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens failed to "load" into the patient's eye. There was contact with the patient, but no reported harm. Another lens was implanted instead. Additional information was requested.